Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump had missing end cap sticker. Unable to verify for auto off alarm due to no button response. No moisture damage inside pump noted. Pump received with crack case on all four corners near display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 384 mg/dl at the time of the incident. The customer stated that the buttons do not respond possibly due to moisture damage. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.